Manufacturer narrative:
Conclusion: there is documentation supporting a temporal possible association between the liberty cycler/fresenius products and the event of excess fluid/fluid overload event, the patient experiencing chest pain, dyspnea on exertion/rest, hyperkalemia and subsequent emergency room visit and in patient hospitalization. Additionally the patient has high acuity medical complex co morbid conditions that potentially may have been contributory to these events but there are multifactorial confounding factors to identify true causality. There were medical interventions required for the hyperkalemia and fluid overload, cardiac and pulse oximetry continuous monitoring, patient received hd therapy to re¿establish proper fluid management during the hospitalization. Additionally, the patient received a replacement liberty cycler to return to ccpd therapy post discharge with evaluation on continuation of hd treatments as adjunct therapy and additional medical evaluation follow up. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
Source documents and medical records were reviewed by a post market surveillance clinician. On 06/20/2017 during a service call the registered nurse (rn) stated the patient had been hospitalized. On 06/22/2017 during a follow up call to the patient it was revealed on sunday she ¿was having difficulty breathing¿ and was taken to the hospital and was admitted on (B)(6) 2017 due to hyperkalemia. The patient stated it was determined she had elevated potassium levels and was treated with both hemodialysis (hd) and peritoneal dialysis (pd) while hospitalized and received adequate dialysis therapy. The medical records revealed the end stage renal disease (esrd) patient on continuous cycler-assisted peritoneal dialysis (ccpd) therapy was experiencing difficulty breathing (dyspnea) when attempting pd bypass on (B)(6) 2017 and was experiencing chest pain with fill. The patient emptied a fluid volume of 2000 ml and was transferred to the emergency room (ER) with complaints of a headache but stated breathing improvement. The patient appeared at her baseline status until yesterday when performing pd and infused about 2500 cc of dialysate and emptied approximately 2000 cc. Immediately after, the patient noticed experiencing worsening shortness of breath on exertion to the point that she stopped pd treatment and called 911 and was transferred to the ER for further evaluation. The patient was also noted to have hyperkalemia with serum potassium of 6.2 and was immediately administered kayexalate with response of 3 loose bowel movements. The patient was started on hemodialysis (hd) and was in the hospital dialysis unit with ultrafiltration goal of 3.5 liters. The patient exhibited acute dyspnea with volume overload from esrd and was on coumadin for atrial fibrillation with international ratio (inr) (last) noted to be 2.4 on (B)(6) 2017. The patient¿s treatment plan was to continue medication management of atrial fibrillation and cardiac monitoring and continue on coumadin, and due to stroke history to additionally continue with medication control and monitoring. Physician noted hypertension history and continued on metoprolol. On (B)(6) 2017 the patient was discharged with follow up appointments with cardiology, nephrology and continuing with assessment for adjunct hemodialysis therapy. The pdrn stated that the patient was able to resume ccpd therapy.